Event description:
The pt was implanted because of extreme stiffness from ms. She had been doing very well until just before christmas. One week prior to refill, extreme tone appeared. At refill, the nurse indicated that the reservoir volume was as expected. The drug was increased 20% with no improvement. It was increased another 5% with no improvement. Then increased another 14% with no improvement. The pt did not appear to have symptoms of withdrawal. It was thought maybe the ms was progressing causing the increased tone, but her speech had not worsened. The pt had a catheter revision due to catheter disconnect.

Manufacturer narrative:
This report is being submitted following an internal audit.